Event description:
It was reported on 01 July 2026 a 25 mm Amplatzer Amulet Left Atrial Appendage Occluder was selected for implant using a 14F delivery sheath for a left atrial appendage (LAA) closure. The patient stopped taking anticoagulants two days prior to the procedure. Difficult patient anatomy was noted related to a history of transseptal puncture 5 times for previous ablation. During the procedure, Heparin was administered and the activating clotting time (ACT) was maintained above 300 seconds. The physician was unable to get the delivery sheath into the LAA using the 14F delivery sheath. Transesophageal Echocardiogram (TOE) and fluoroscopy confirmed thrombus within the lobe of the device. The 14F delivery sheath and 25 mm Amulet were removed from the body. A new 25 mm Amulet was used with a new 12F delivery sheath. The device was implanted. The patient status was stable and recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.